Event description:
It was further reported, the angulation issue was noticed during reprocessing. There was no procedure or patient involvement.

Manufacturer narrative:
This report is being submitted for correction to reporter name, occupation and contact number. Also, additional information regarding the event received from customer.

Event description:
The field service engineer on behalf of the customer reported, the gastrovideoscope exhibited angulation issue. The device exhibited low angulation in all directions and the angulation knob felt loose or light. The device was returned and an inspection revealed scratch on the acoustic lens which reaches to the glue layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
A device evaluation of the returned device confirmed the customer allegation. Angulation had play. Due to deformation of forceps elevator lever (fe knob), right/left (r/l) knob and up/down (u/d) knob could not be locked securely. There were few additional findings. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on the bending section cover was detached. The connecting tube and universal cord had a wrinkle. There was scratch on the ultrasonic cable. The objective lens was dirty. The grip had a dent. Due to damage on ultrasonic transducer, noise occurred in the ultrasound image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed there was a scratch on the acoustic lens that reached the glue layer but the root cause could not be determined. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use; warnings and cautions. Caution. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.